Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device expulsion ("migration of essure device location of device: utereus") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera. Concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping"). In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), amnesia ("memory loss"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding") and dyspareunia ("dyspareunia"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the device expulsion, genital haemorrhage, menstrual disorder, fatigue, amnesia, weight increased, migraine, headache, vaginal discharge, dysmenorrhoea, menorrhagia, vaginal haemorrhage, depression, anxiety and dyspareunia outcome was unknown. The reporter considered amnesia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jul-2018: plaintiff fact sheet received: abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, migration of essure device location of device: uterus, dyspareunia (painful sexual intercourse) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device dislocation ("migration of essure device") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera. Concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping"). In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and amnesia ("memory loss"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateralsalpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the device dislocation, genital haemorrhage, menstrual disorder, fatigue, amnesia, weight increased, migraine, headache, vaginal discharge and dysmenorrhoea outcome was unknown. The reporter considered amnesia, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, menstrual disorder, migraine, pelvic pain, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded . Most recent follow-up information incorporated above includes: on 22-may-2018: pfs received: reporter information, patient details, other relevant history, product information, events-reporter information , migration of essure device), abnormal bleeding (general), migraines, headaches, vaginal discharge, dysmenorrhea (cramping) were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and device expulsion ('migration of essure device location of device: utereus') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included obesity, irregular menstruation, bleeding menstrual heavy, abdominal crampy pains, dysgeusia and vaginal discharge abnormality. Concomitant products included ibuprofen for headache as well as ibuprofen since (B)(6) 2014, medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 10 days after insertion of essure. In (B)(6) 2011, the patient experienced migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding") and dyspareunia ("dyspareunia"). In (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In january 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), headache ("headaches"), vaginal discharge ("vaginal discharge"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and amnesia ("memory loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and vaginal haemorrhage had resolved and the device expulsion, menstrual disorder, fatigue, amnesia, weight increased, migraine, headache, vaginal discharge, dysmenorrhoea, menorrhagia, depression, anxiety and dyspareunia outcome was unknown. The reporter considered amnesia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded; on (B)(6) 2012: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), fatigue ("fatigue"), amnesia ("memory loss") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopy removal of the device). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, fatigue, amnesia and weight increased outcome was unknown. The reporter considered amnesia, fatigue, menstrual disorder, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and device expulsion ('migration of essure device location of device: utereus') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included obesity, irregular menstruation, bleeding menstrual heavy, abdominal crampy pains, dysgeusia and vaginal discharge abnormality. Concomitant products included ibuprofen for headache as well as ibuprofen since (B)(6) 2014, medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 10 days after insertion of essure. In (B)(6) 2011, the patient experienced migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding") and dyspareunia ("dyspareunia"). In february 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), headache ("headaches"), vaginal discharge ("vaginal discharge"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and amnesia ("memory loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and vaginal haemorrhage had resolved and the device expulsion, menstrual disorder, fatigue, amnesia, weight increased, migraine, headache, vaginal discharge, dysmenorrhoea, menorrhagia, depression, anxiety and dyspareunia outcome was unknown. The reporter considered amnesia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded; on (B)(6) 2012: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the previously reported event- pelvic pain female, genital bleeding, vaginal bleeding were updated, reporter was added. Seriousness criteria of genital hemorrhage updated to non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.